Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that noise, loss of capture, and low r-waves were observed. Dislodgement was suspected. When repositioning was unsuccessful, the lead was explanted and replaced. There were no adverse consequences to the patient.